Event description:
It was reported that the lead insulation failed. The lead was explanted and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.